Event description:
This is the third time you have sent me a new mouth guard that just doesn't fit. The one you just sent me is way too thick in the molars and would create a tmj problem. I'm really concerned about your quality control. I can see this happening once but not 3 times. Reference report #mw5115307, #mw5115309.